Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to provide additional event information, provide the date new information was received, and update the patient code. As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report as a follow-up to the original MDR submitted 10/14/16. Additional information was received and it was reported that the exam being performed when the system was not responding was a transesophageal echocardiography (tee) procedure. Reportedly, the probe had to be removed from the patient's esophagus and the patient was re-intubated. There was a delay of seven minutes to retrieve a new probe and the system to be restarted. It was further reported that there was no loss of data and there was no need to repeat the study as it was completed with the new transducer. There was no patient or user injury reported. No additional information was provided. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1.

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that after service has reloaded software and restored system settings; there are several settings that do not restore. This customer's system is highly customized with protocols and they have 5 individualized for each of the 5 end users as well as stress / dobutamine echo. After a restore the system defaults that have been hidden return to the system and the protocol order does not hold. This becomes very confusing for the end user to find the protocol they want. The system defaults for stress echo are named similar and when they pick this by mistake the system protocol does not behave as they expect and the result is that the study becomes unreadable on their pacs system (saves all the default images and not the selected). This study could not be submitted for accreditation review and it could result in the patient having to undergo stress again for a repeat study. The other settings that do not return are: default presets return and could result in unsatisfactory imaging, the export screen returns to a minimized state and it they are not aware of how to expand it because the verbiage is non-windows, the customized worklist search does not hold and has to be rebuilt by hand and the speaker volume returns to full volume and can disturb an infant during a pediatric study. The most critical and potential safety issue is the default stress and dobutamine protocols which could lead to repeating a patient stress test. This customer is having other service issues currently and will not call in to uptime because they fear a software reload. We are in the process of collecting patient outcome information, but due to our commitment to the FDA, we are filing upon discovery of the potential adverse event before we have received patient outcome information. Unfortunately, due to the aware date, this information is not readily available and we are making every effort to obtain this information. Should we receive further information in regards to this event, we will file a follow-up report.

Manufacturer narrative:
This supplemental report is being submitted because upon further review, it was determined that this medical device report (MDR) was filed in error. This issue would not cause patient harm because this is not related to the quality and outcome of a patient study but rather related to product reliability.

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report as a follow-up to the original MDR submitted 10/14/2016. Additional information was received, and it was reported that the exam being performed when the system was not responding was a transesophageal echocardiography (tee) procedure. Reportedly, the probe had to be removed from the patient's esophagus, and the patient was re-intubated. There was a delay of seven minutes to retrieve a new probe and the system to be restarted. It was further reported that there was no loss of data and there was no need to repeat the study as it was completed with the new transducer. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), provide the date new information was received (see section g4), and update the patient code (see section h6).